Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately thirty two months ago. Aneurysm and vessel morphology were not reported. It was reported that at the time of the initial implant, there was a distal type I endoleak on the contralateral side. It was reported that currently, the patient had a type ii endoleak. The distal type I endoleak was treated with the placement of another stent graft. The distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine. The investigator assessment has not been received.

Event description:
Additional information was received as follows: secondary intervention was performed to treat a type ii b endoleak approximately three weeks ago. The type ii endoleak was treated succesfully and the investigator assessed it as procedure related.

Event description:
Additional information was received for this case. It was reported that at the 2-year follow-up, it was noted that the patient had a type ii endoleak between the two lumbar vessels. No action was taken as the sac was not growing. It was noted that the type ii endoleak was still present and the sac size was increasing. Patient had a translumbar coil embolization on and the event resolved. The investigator assessed this event as not device related and is procedure related.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related type ii). Cause of event is unknown. Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related type ii). Cause of event is unknown.